Event description:
It was reported that the patient is deceased and died one day post device implant. It was additionally reported that the patient died at home and the physician was notified by the patient's family. Additional information obtained indicated that the patient had been discharged from the hospital in stable condition and post implant device check was normal. The cause of death has been requested and is not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful.